Event description:
It was reported that the user experienced an occlusion alert while using the infusion set, with persistently elevated glucose despite changing the tubing multiple times and electing to disconnect from the pump and administer subcutaneous fast-acting insulin; the pump displayed a glucose value of 394 mg/dl, and the user requested additional training regarding infusion site selection. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included troubleshooting and education focused on occlusion resolution and infusion site management. Investigation of this case revealed an insulin delivery occlusion that resolved only after supply change, consistent with an infusion set issue. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion affecting insulin delivery.